Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for button error. The customer's blood glucose level was 67mg/dl. The customer attributes the lows to not having eaten on time. The customer treated with glucose tablets. The customer declined to troubleshoot for lows. The customer was advised the pump would be replaced. The customer declined to return malfunctioning pump.